Manufacturer narrative:
The reported event of a separation failure and a positioning failure could not be confirmed. Final analysis found no anomaly on the outer or inner helix; the helix lengths were within specification. Analysis returned normal. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During the procedure, it was observed that the tethers did not disengage from the lp body, resulting in separation failure. During manipulations, the device released from the atrial wall, and was still attached to catheter, in 'mid' tether mode. The lp was removed and not implanted during the procedure on (B)(6) 2025. The patient was stable.